Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days after onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with injection vanlid (one gram, stat, given intraperitoneally) and injection ticarnic (3.1 grams, once daily, given intravenously). Treatment with vanlid and ticarnic was ongoing at the time of this report. The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.